Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed evidence of pump reboot events. The battery compartment was cracked below the bumper pad. Moisture corrosion was observed on the display screen inside the pump. The pump¿s case was cracked between the sealing and the display lens. The pump failed a leak test due damage the case leak. The pump powered on to a blank display screen. Moisture corrosion was found to the internal components of the pump.